Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the atrial lead had variable and high impedance and a fracture was suspected. In addition, the lead pacing went from 100% to 30% with 61% unsuccessful paces. The lead remains in use. No patient complications have been reported as a result of this event.